Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the implantable pulse generator (ipg) was interrogated by the programmer it exhibited a unexpected battery longevity estimate. It was noted that the estimate exhibited was much lower than expected. No patient complications have been reported as a result of this event.